Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). There was no report of sharp ring edges or any physical damage observed at the distal tip of the catheter. The procedure was prolonged by 40 minutes as a result of this adverse event. It was noted that the physician did not believe that the procedure delay presented an increased risk to the patient. Medical history includes previous ablation last year.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure for ventricular extrasystole (ves) with a thermocool smarttouch bidirectional catheter and suffered a right femoral vein injury requiring vascular imaging and anticoagulant therapy. At the beginning of the procedure, the physician inserted the catheter into the right femoral vein. After the catheter had been inserted 15cm, the physician encountered resistance and was unable to advance the catheter further. The patient reacted verbally and the physician retracted the catheter. The physician inspected the catheter and found what he assumed to be tissue (not a clot) on the tip. The catheter was irrigated and found to be operating as expected. Phlebography/ultrasound revealed no abnormalities. The procedure was resumed. The tissue was sent for pathological assessment and determined to be vascular (vein) tissue. The patient was reported to be in stable condition immediately after the event. Post-procedure, the patient was sent for a more in-depth vascular analysis via magnetic resonance imaging (MRI). MRI revealed a small amount of vascular damage. There is no further information available regarding MRI findings. It was noted that the patient seemed to be fine and that the procedure went well. The patient required extended hospitalization as a result of this event. It was thought that the physician believed the material had the potential to embolize; therefore the patient was placed on a 6 month course of anticoagulants. The outcome was reported to be very good. It was noted that the physician assumed that the tip of the catheter got caught in the vascular tissue. There is no information regarding the physician's opinion regarding the cause of the event.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 08/22/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a (B)(6) female patient underwent an ablation procedure for ventricular extrasystole (ves) with a thermocool smarttouch bidirectional catheter and suffered a right femoral vein injury requiring vascular imaging and anticoagulant therapy. After the catheter had been inserted 15cm, the physician encountered resistance and was unable to advance the catheter further. The patient reacted verbally and the physician retracted the catheter. The physician inspected the catheter and found what he assumed to be tissue (not a clot) on the tip. The returned device was visually inspected upon receipt and a whitish material was found on the distal end of the catheter. A fourier transform infrared spectroscopy (ft-ir) analysis was performed in order to identify the type of foreign material; the results demonstrated that the material had a biological composition similar to that showed by human tissue. Catheter was reviewed and it was found in good conditions; all rings were free of damage. No bents or sharp edges were observed. The catheter outer diameters were measured and it was found within specifications. A deflection test was performed and the catheter passed. The catheter functionality of the sensors were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The returned device was then evaluated for electrical performance, temperature response and generator test and catheter failed; there was no electrical reading on electrode #2. Further examination revealed that the lead wire was welded properly. Based on this information the electrical wire of electrode # 2 might be broken causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding tissue on catheter tip has been verified; based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes since there was no physical damage on the catheter to contribute to this issue. Catheter failed during electrical test; however this failure is not related to the reported complaint. The root cause of the wire breakage cannot be determined.